Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker exhibited multiple noise reversions. The cause of the noise was unknown. No intervention was reported. The patient was stable and will continue to be monitored.